Event description:
The external pulse generator was returned to the manufacturer due to a field action. It was analyzed and tested out of specification

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the battery drawer, upper/lower cases, side bail covers, and ring cover were broken.